Event description:
The hcp reported that the device was explanted after an implant duration of 54 months. The patient was receiving lioresal via the pump and was experiencing "inadequate spasticity relief with ascending doses". X-rays, side port aspiration, dye study and rotor study were performed. "Replacement of system at end of battery life. The surgeon thought the connection was not working properly at surgery time." The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.